Manufacturer narrative:
.

Manufacturer narrative:
Corrected data for supplemental #2: manufacture date has been corrected from 08/10/2016 to 08/09/2016

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Customer reported receiving multiple intermittent occlusion alarms. Blood glucose was no affected. Troubleshooting with tandem customer service determined the infusion set site to be the potential location of the occlusion. Customer will continue to use the insulin pump and injections.